Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinician that this patient was symptomatic. The clinician contacted boston scientific technical services (ts) for assistance and discussed the sudden brady response feature of this device. Additional information received indicated that the patient presented to the emergency room and the patient indicated their "heart felt funny." Ts was contacted for assistance. Ts reviewed remote monitoring data and noted that this device and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. The device mode was programmed to aair. Additional information received indicates that the atrial lead may've been dislodged, the ventricular lead is suspected to have a fracture, and the patient has a history of seizures. However, there were no adverse patient effects reported and this patient was not pacemaker-dependent. The clinic plans to continue monitoring this patient and does not plan to surgically intervene at this time. This pacemaker remains in service.